Event description:
Patient allegedly received an implant on (B)(6) 2012 via unspecified approach due to a caval thrombosis and bilateral deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation (filter struts perforated the duodenum). The patient further notes unable to engage in walking. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, "suprarenal cook select ivc filter with multiple perforating support struts into the adjacent duodenum, uncinate process and left renal vein, as described above. The ivc inferior to the filter is nonopacified, but appears normal in caliber. Given the patient's age, consideration of ivc filter removal is recommended if patient has no evidence of persistent left lower extremity are ileal caval dvt. To this end, recommend further evaluation with a bilateral doppler duplex venous ultrasound, as well as dedicated CT examination for evaluation of the ivc for residual thrombus. This can be performed on an outpatient/nonemergent basis.¿ per the ir (interventional radiology) ivc filter removal report dated (B)(6)2018, ¿impression: successful ivc filter retrieval.¿ original: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012 at (B)(6), by implanting physician (B)(6)".

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2012. Patient alleges to have been injured without further explanation.